Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product ID: 6944-65, implanted: (B)(6) 2012. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported the device did not deliver therapy. The patient arrived to the emergency department ¿with arrest;¿ the patient was experiencing ventricular tachycardia / ventricular fibrillation. External shocks were given. T-wave oversensing was also noted on the electrogram and interval plot. The patient was admitted to intensive care. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.